Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer administered a bolus and an occlusion alarm occurred. The customers blood glucose (bg) level was impacted 300 mg/dl. The customer administered a correction bolus to stabilize bg level. During troubleshooting with tandem technical support, a system check was performed and the cartridge was found to be the cause of the alarm. In addition, the customer reported that infusion sets may need to be changed due to weight loss. It was indicated that the customer would try another infusion set option.